Event description:
(B)(6), facility biomed, stated that during setup, it was noticed that the hemodialysis machine had low conductivity without alarms. The conductivity was dropping and the alarm limits followed the conductivity reading down. The machine was removed from the treatment floor and not used for any treatments.

Manufacturer narrative:
A machine investigation by the fresenius regional equipment specialist (res) was conducted and the reported problem of the conductivity dropping without the activation of the alarms could not be duplicated. (B)(4).